Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual observation showed the device was in good condition. Service history noted that the device has not been serviced in the past 12 months. Review of the event history log was not applicable. Functional testing was unable to duplicate the customer reported issue. No problems were found with air sensor. The investigation determined the cause of the reported issue is unknown. No further action will be taken.

Event description:
It was reported that the pump presents the following issue: air sensor defect. Per reporter the issue was observed during functional testing in their workshop.